Event description:
It was reported that the procedure was treating a moderately tortuous, moderately calcified, de novo lesion in the mid right coronary artery (rca). During advancement over a ht floppy ii guide wire and half way into the guiding catheter, the 4.0x8mm nc trek rx balloon dilatation catheter (bdc) snapped and separated at mid shaft. Both sections of the bdc were retrieved from the guiding catheter and another 4.0x8 mm nc trek rx bdc was used to successfully complete the post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: ht floppy ii; stent: 3.5x12 mm xience xpedition. Evaluation summary: the device was returned for evaluation. The shaft detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.